Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2026, a 6-4mm amplatzer pda occluder was chosen for implant using a 6f abbott delivery system. During the procedure, while implantation, it was noted that the occluder did not open from the delivery sheath loader. The deformation was seen during the patient's anatomy and it was removed the deformed device was never released from the delivery cable. There was no angulation/kink were noticed in the delivery system. The device made contact with the patient. The procedure was completed using a 6-4mm amplatzer pda occluder from patient's anatomy. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.